Event description:
It was reported that the programmer was unable to interrogate devices. The programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).